Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that following the completion of an unspecified procedure, his olympus hd autoclavable camera head's image blacked out. According to the initial reporter, the staff completed the case using the subject device without any harm or delays as the event happened after the procedure was already done.

Manufacturer narrative:
Updated fields: h4, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported image failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation did not establish the root cause of the reported problem. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Updated field: h4.